Manufacturer narrative:
Device manufacture date: january 11, 2016 ¿ january 13, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under-infusion was observed with a small volume infusor. The reporter stated that the expected medication time was 46hr but the actual medication time was 72hr. The device was filled with 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.